Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device was not returned for eval, so no eval could be conducted and conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
It was reported that the inner pin of the screwdriver broke off in the screw during an anterior cervical fusion procedure. There were no pieces to be retrieved from the pt. The surgeon used another screwdriver to complete the procedure. The procedure was extended by approx 5 minutes.